Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted due to sui, intrinsic sphincter deficiency. It was reported that following insertion the patient experienced pain, urinary problems, and vaginal scarring. The patient underwent excision of vaginal sling on (B)(6) 2012 due to dyspareunia. The patient underwent excision of vaginal sling, repair and closure of urethral injury and cystourethroscopy on (B)(6) 2012 due to dyspareunia, urethral injury during transvaginal tape mesh removal. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.